Event description:
Event description guidant received information that the battery voltage of this cardiac resynchronization therapy-defibrillator (crt-d) appears to be depleting rapidly. A guidant technical services consultant requested that device memory data be sent to engineering for analysis.